Manufacturer narrative:
Without the return of the valve to medtronic, a relationship could not be determined between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 9 months post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve in the aortic position. The reason for replacement was reported as stenosis, regurgitation and a mean gradient of 21mmhg. No additional adverse patient effects were reported.